Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred. The procedure treated the 70% stenosed target lesion located in the non-calcified and mildly tortuous proximal left anterior descending artery. After pre-dilation, a 4.0x24mm promus element plus stent was implanted. Post dilation was performed with a 5.0x12mm quantum apex balloon catheter and then the physician attempted to deliver a non-bsc catheter "which caught on the proximal end of the stent pushing it in a little". Treatment ballooned the 4.0x24mm promus element plus stent resulting in good final stent expansion and apposition. No further patient complications were reported and the patient status is ok.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).